Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stuck guidewire was inconclusive due to the state of the returned sample. The products returned for evaluation were one j-tip guidewire and one non-bd dilator. A gross visual inspection of the returned sample found that the weld tip was still intact and the guidewire had not unraveled. Two kinks were present on the proximal end of the guidewire, suggesting that the insertion against resistance may have occurred. Microscopic inspection of the guidewire found that a thin sheath of biological material was surrounding a segment of the j-tip on the guidewire. The guidewire was functionally tested by attempting to thread the guidewire through the returned dilator. The guidewire threaded without encountering any resistance. Although the reported event could not be replicated, based on the event description, larger amounts of biological material may have been present prior to receipt of the sample by the investigator. As these conditions cannot be replicated, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the wire got caught on something and couldn't be removed from the sheath dilator. It was probably caught on tissue and couldn't be removed. The physician could push it, but it wouldn't come out. When the physician inserted the catheter for contrast in the fluoroscopy room, it came out. There was some flesh on the head of the wire. 05/06/2025: the returned device exhibited a kink.